Event description:
The complainant has reported that a patient (age and gender unknown) underwent a therapeutic egd procedure for hemostasis. The bleed site was in the sigmoid colon. The resolution hemostatic clipping device did grasp the tissue at the site. The clip would not release from the catheter. The clinician was able to manipulate the clip until it removed from the tissue. This resulted in increased bleeding from the site. Cauterization and an additional clip were utilized to successfully complete the procedure. The patient tolerated the procedure well. The patient condition was noted as stable.